Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient underwent another procedure on (B)(6) 2004 and sparc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, organ perforation, and recurrence. It was reported that patient underwent mesh removal on (B)(6) 2003, due to erosion at level of anterior vaginal wall of mesh. It was reported that patient underwent mesh revision on (B)(6) 2003, due to recurrent urinary incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient underwent transurethral injection of bulking agent on (B)(6) 2007, due to incontinence and intrinsic sphincter deficiency. No additional information was provided.